Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm morphology is unknown. The pt's iliac arteries were reported to be moderately tortuous and excessively calcified. An introducer sheath was not used to advance the stent graft delivery system. The iliac arteries were dilated with several dilators and angioplasty balloons. It was reported that the device would not advance beyond the bifurcation, and the device was seen under fluoroscopy to have kinked in three locations. The physician did not attempt to deploy the stent graft and removed the device from the pt. Another aneurx device was successfully used to complete the case. No add'l sequelae were reported and the pt is reported to be fine. The device was returned with the stent graft loaded. There were 3 kinks in the graft cover from the tip of the graft cover. The stent graft was deployed in the laboratory without difficulty. The pt's tortuous iliac arteries and insertion of the device without the use of an introducer sheath may have caused the graft cover to kink.